Event description:
It was reported that the spinal cord stimulation (scs) patient presented high impedance, as a result the implantable pulse generator (ipg) was explanted and replaced. During the procedure, electrocautery was used. Post operatively, the patient was reported to be doing fine. The explanted devices will not return for analysis as they were discarded by the medical facility.